Manufacturer narrative:
(B)(4). When investigation is completed, a f/u report will be sent to the FDA.

Event description:
The customer reported that the system has stopped screening in the middle of a case, a reboot has been required in order for the system to function again.